Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that difficulty was encountered while implanting a low voltage lead. Upon removal, the tip of the lead was found to be loose and was suspected to be broken. The procedure was completed with a new lead. No patient complications have been reported as a result of this event.